Manufacturer narrative:
No sample has been returned for evaluation for the report of metal deposits in incision retained; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history records traceable to the custom paks and all standalone product lot numbers shipped to the customer indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lots shipped to the customer for the reported issue. A sample was not received at the manufacturing site and the device history records traceable to the lot numbers shipped to the customer indicates that the product was processed and released according to the product¿s acceptance criteria, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A site visit was performed. Additional information and clarification was received during the site visit. The surgeon indicated that the particulates were observed along the pre-incision and along the incision. He noted that two different blades were used for the procedure; one for the pre-incision (from a unknown manufacturer) and one for the incision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported metal deposits in the incisions on an unknown number of patients. These metal deposits are extremely frequent (50% of the cases) but did not disturb vision and never cause infection or toxic anterior segment syndrome (tass). They are retained during entire life (he follows his patients for 1 month and even more). This is one of four reports from this facility.